Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2020. If explanted, give date: not applicable, as the lens remains implanted.  Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted in the patient right eye. Patient reported having extreme vision where it looks like all lights are on high beam, huge starbursts not just car lights but all lights. There was no starburst issue prior to implant and vision is now worse than when he had cataracts. Patient states that car headlights coming at him are so big and bright and is affecting night driving, vision is excellent during the day. Concerned that it is so bad and cannot get answers from his doctor. Patient still needs to wear glasses for reading and seeing up close. No explant is planned, however doctor wants to burn off film using laser procedure in future. No further information is available. This report captures the issue with right eye and a separate report is being filed for capturing issue in the left eye.